Manufacturer narrative:
DHR is not available at the time of this report, a follow-up report will be submitted with the DHR. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on an eviva procedure on (B)(6) 2023, after the samples were taken from the patient the eviva needle was attempted to be removed from the patient, the device was stuck inside the patient , once it was removed it was accordion shaped. No patient injury was reported. No other information is available.